Event description:
It was reported that patient presented in clinic. It was noted that right ventricular (rv) lead exhibited high defibrillation impedance. Patient notifier was disabled for the out-of-range high voltage lead impedance (hvli). Patient condition was stable.